Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had excess heat. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings were damaged from corrosion causing excessive heat. Therefore, the reported condition was confirmed. It was determined that the device showed signs of damage indicative of damage caused by immersion during cleaning (corrosion) which was failure to follow the directions for use. This was further defined as misuse / abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.